Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). It is unclear if there was patient involvement with this event. Patient demographics such as age, date of birth, gender, and weight were not provided by the customer. Per results of investigation, carefusion service technician was also able to duplicate model lap top ventilator (B)(4) "internal battery not holding a charge". All testing was performed with a good known ac adapter. When ventilator is plugged in with an ac adapter, ventilator displays a solid red led on charge status. The ventilators internal battery voltage output reads 4.2v. The service technician installed a good known test battery and charge status led was solid green. The ventilator passed battery duration test with a good known test internal battery. The service technician replaced internal battery.

Event description:
The customer reported lap top ventilator (B)(4) internal battery not holding charge. Upon further investigation, the customer did not provide any information regarding patient impact.